Event description:
It was reported that during a stenting treatment procedure, the wallstent was longer than anticipated. The expected length of the wallstent was 70 mm. The physician is of the opinion that it was actually 125mm when fully deployed. No pt injury or complication were reported. No additional info is available at this time.

Event description:
It was further reported that the procedure being performed was a pta of the common illac and that the lesion was av ery calcified, 85% stenotic lesion approximately 1 cm in length. The final procedure outcome is reported as "good". A surgical femoral-popliteal procedure was planned prior to stent placement. The physician is concerned as the implanted wallstent extends beyond the target lesion into the femoral artery where surgery was planned. The physician feels that the error in placement occurred because the product was mislabled.